Event description:
Patient was revised to address poly wear and osteolysis. (Right knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. The product code and lot code required in retrieving the device history records for reviewing and searching the complaint database were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C... The investigation could not draw any conclusions about the root cause of the reported event; however, due to the fact that the patient suffered from morbid obesity, coupled with the length of time between date of insertion and date of revision, it would not be unexpected to observe the poly wear along with osteolysis that was described within the complaint. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.